Manufacturer narrative:
The company clinical applications specialist (cas) reviewed the images and calculations. The cas noted fringe pattern showed central radial keratectomy (rk) scars and a wide field of view showed some pooling around the limbus. Five measurements were taken and two were not able to suggest an intraocular lens (iol) power and were most likely forced captures. Of the three other measurements, there was some fluctuation but consistently suggested a +28.00 diopter power. The surgeon chose to implant a +28.50 which may have been the better choice as a +28.00 would have left the patient more hyperopic. The staff did not indicate in their notes if the post-operative refraction was due to a hyperopic shift which occurs frequently with post rk patients and often varies in severity throughout the day. The pre-operative planned lens was a +29.00 which was obtained by averaging the suggested iol from a multitude of iol formulas. The iol +29.00 may have left the patient even closer to target. The system was pushed to its limits with such flat keratometry readings and a slightly longer than average axial length. The customers reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to surgical/clinical factors unrelated to the functionality of the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical applications specialist reported an unexpected outcome. Suture was removed two weeks post procedure. The surgeon plans to perform an intraocular lens exchange or a piggy back procedure.